Event description:
Midline IV was attempted through the brachial/basilic vein. Midline was in place (with flashback confirmation), and guide wire and catheter were advanced. While attempting to remove guidewire, wire met resistance, and rn was unable to remove the wire. Rn then attempted to remove the catheter and again met resistance. Both guidewire and catheter were stuck, and catheter was stripped from wire and dislodged in patient's arm. At this time, rns stabilized wire and catheter and contacted providers. Patient had to be taken for surgical removal of the midline. Malfunction of midline deployment device is highly suspected. FDA safety report ID# (B)(4).